Event description:
It was reported that there was a trauma to the head right after surgery and the skin breached. The wound subsequently became inflamed and infected. In (B)(6)2020 the concerned device was explanted. No new device was implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient suffered from a head trauma one week after implantation surgery, which caused an inflammation at the implant site. A treatment with antibiotics and a skin flap revision surgery was not successful. Therefore the device was explanted. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the reported symptoms. In addition in situ measurements whilst implanted show three channels with hi status due to undetermined reasons. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user's hearing performance is affected. A trauma to the head is reported after which the implant became non-functional. There was a wound which subsequently became inflamed. In (B)(6) 2020 the concerned device was explanted.